Manufacturer narrative:
B5: information added.

Event description:
It was reported thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. 71 days post index procedure, the patient presented to the emergency department and was admitted for stroke. It was known the patient had a device related thrombus (drt). No further details are available. It was further reported the patient was discharged and is doing well, and the drt has been resolved.

Event description:
It was reported thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. 71 days post index procedure, the patient presented to the emergency department and was admitted for stroke. It was known the patient had a device related thrombus (drt). No further details are available.